Event description:
It was reported that this right atrial (ra) lead exhibited noise on the ra channel. A technical service (ts) consultant reviewed device data. Ts provided recommendations for lead integrity testing with movement and manipulation. This rv lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).